Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16820.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "blower temperature high" alarm had occurred during use on a patient. There was no patient harm. There was no delay to therapy. The device was replaced with another v60. The "blower temperature high" alarm no longer occurred even though the device was activated in the me room. The customer called in to report that they had experienced a "blower temperature high" alarm and wanted to clarify what level of respiratory conditions could be applicable for the safe use of v60 without "blower temperature high" alarm. Further information is pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A field service engineer (fse) then went onsite and was unable to replicate the issue despite a test run. The fse checked the event log, and it was revealed that "check vent: blower temperature high" (diagnostic code 1122) had occurred. The fse then determined that the blower required a replacement and replaced the blower to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.